Manufacturer narrative:
B3: the date of procedure estimated as (B)(6) 2024. H6: medical device problem code 2017 - use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 2.75x18mm rx xience sierra stent delivery system (sds) and the 4.0x12mm rx xience sierra sds both failed to cross the lesion. The procedure was completed using a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. It was noted the 4.0x12 rx xience sierra was used past the expiration date.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated h6: code 2017 removed.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The device was not used past the expiration date. No additional information was provided.